Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the patient, on (B)(6) 2026, the patient experienced a skin reaction with redness, abscess, pustules, lump and an infection at the needle puncture site. It was reported that the patient has multiple chronic health conditions and disabilities. On (B)(6) 2026, the patient visited the doctor to have her arm checked after removing the previous sensor, as she noticed a lump along with redness and an abscess, and was prescribed oral antibiotic cephalexin (unspecified dosage). There was no documentation of further medical intervention. No photo or other details were provided. At the time of the report, the patient¿s condition is fine but a little tired. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).